Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal telemetry function. A review of the device memory noted the device was reprogrammed (B)(4), 2010, and six days later declared elective replacement time (ert). A longevity calculation derived from the system guide labeling found the device did not meet longevity. Engineers have noted this spreadsheet exhibits deficiencies. The device was then subjected to a revised longevity calculation that has corrected the deficiencies. The second calculation determined the device did meet the expected longevity. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Event description:
Boston scientific crm received information that during a follow-up, this pacemaker exhibited a longevity estimate of one year remaining and a magnet rate of 100ppm. At a follow-up approximately two months later the magnet rate was 85ppm, and the device had declared elective replacement indicator (eri). Premature depletion was suspected. Technical services did not have an explanation for the rapid depletion. Later, the device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.